Event description:
During an atrial fibrillation ablation procedure, an air leak with bubbles was noted in the sheath. The sheath was exchanged and the procedure was completed with no patient consequences.

Manufacturer narrative:
The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported leak could not be reproduced.